Event description:
The customer reported that the device, c6380, spectrum ii suture hook, disposable, 45 degree right, qty 5, was being used during a shoulder arthroscopy procedure on an unknown date when it was reported, ¿during shoulder arthroscopy, the hook broke off in the patient's tendon during the first manipulation. The surgeon was able to remove the piece of hook without causing any damage. The incident resulted in longer operating times and additional stress for the surgeon.¿. There was no report of injury, medical intervention, or hospitalization for the user. The procedure was completed using another c6380 and there was no report of delay time. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device has not been returned to date and no photographic evidence has been provided. Therefore a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 15 complaints, regarding 15 devices, for this device family and failure mode. During this same time frame 53,105 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0003. Per the instructions for use, the user is advised the following: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, c6380, spectrum ii suture hook, disposable, 45 degree right, qty 5, was being during a shoulder arthroscopy procedure on an unknown date when it was reported, ¿during shoulder arthroscopy, the hook broke off in the patient's tendon during the first manipulation. The surgeon was able to remove the piece of hook without causing any damage. The incident resulted in longer operating times and additional stress for the surgeon.¿. There was no report of injury, medical intervention, or hospitalization for the user. The procedure was completed using another c6380 and there was no report of delay time. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.